Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received inappropriate anti-tachycardia pacing and seven inappropriate shocks due to a suspected supraventricular tachycardia. Boston scientific technical services (ts) provided a review of the reports. This device remains in service. No additional adverse patient effects were reported.